Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion burette set malfunctioned. The following information was received by the initial reporter with the verbatim: rcc received a complaint via email. Email(s) attached. Customer stated that I know we have let you know about the buretrol tubings not working correctly in the past. I thought that this issue had been resolved, but unfortunately, the medication administration with this tubing is not working correctly. The tubing we now have stocked does have the place to plug in for a secondary above the pump. However, when you plug the secondary tubing in to the correct place and set the pump settings for the secondary medication administration, the medication immediately drains out of the piggyback bag and backflows into the buretrol. When I went to administer rocephin tonight, the fluid in the buretrol was at 50 ml. As soon as I hung the secondary medication, the fluid started draining and I noticed bubbles flowing back into the primary bag and the buretrol level rising. This is not supposed to happen. Honestly, ever since we switched to the new pumps, the buretrol tubing just does not work. With the majority of our patients, the straight line 100% works and the pharmacy is able to send medications in bags. In the smaller patients that are under a year old, we can use the syringe pumps to administer medications. Can we please make a new policy about the buretrols since we are not able to use them with piggybacks??? This is a safety concern/medication administration error because we cannot accurately ensure that the medication is going in over the hour it should be or if it is going in completely with the pump/tubing malfunction. Item#2441-0007.